Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed an open between pins 17 (on/off switch) and 19/20 (ground) when the on/off dome switch is activated. Physio also observed corrosion on the charge-pak to power switch flex cable assembly between the dome and the on/off contacts. The customer received a replacement device.